Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered on the pump module and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient has received a new cycler and is continuing peritoneal dialysis therapy. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid and particulates within the cassette compartment. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Force gauge test failed. Failure traced to a catch post alignment, causing excess friction during contact between catch posts and slide catch upon closing pump door, causing damage on the catch post. Vacuum test failed. Vacuum display value reads 507 mbar indicating fluid is present in hp filters. Replace hp1, hp2 and hp3 filter to continue testing. Vacuum test passed. Vacuum display value reads 140 mbar. Patient sensors test passed. The system air leak test passed. Valve actuation test passed. Teach pumps test passed. Post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp1, hp2 and hp3 filter is a related failure to the m31 air detected in cassette warning alarm. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. The leak event is confirmed due to the presence of dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered on the pump module and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient has received a new cycler and is continuing peritoneal dialysis therapy. The cycler was returned to the manufacturer for physical evaluation.